Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device failed to discharge. Complainant indicated that the clinician obtained external paddles and the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. Review of the device activity logs shows that the shock button was pressed without the device being charged to the selected energy. Additionally, the logs show multiple times where the shock button and the external paddle shock button is pressed at the same time or within one second of the charge button being pressed. There were poor pad contact and check pads messages seen during an attempt to discharge. However, these messages are intended to alert the user that a patient impedance is not recognized and not necessarily indicative of a device malfunction. The electrode pads, external paddles and multi-function cable were not returned for evaluation as part of this investigation. The logs showed that on the same day as the event, the device passed the 30 joule self test indicating that once all criteria was met, the device was capable of delivering therapy. Analysis of reports of this type has not identified an increase in trend.